Event description:
In 2008, the home patient's (hp) wife contacted baxter's servipak representative to report a drain bag bursting that resulted in burns on her feet and hands. The wife stated she was told by the hospital nurse that the burns were due to the acid created by the toxins pulled by the dianeal solution. The hp's wife thought there should be a warning label on the product. On a week later during a follow up call to the hp's wife, the following info was obtained: the 15 liter drain bag was placed on the plastic drain bag platform during therapy. When therapy ended at approximately 5:30 am on approx two months earlier, the hp wife put the drain bag containing approximately 12 liters of effluent in a bucket and took the bucket to the bathroom to empty the effluent into the commode. The hp's wife picked up the drain bag and the seam opposite the port split open spilling effluent onto the floor of the bathroom. None of the effluent spilled into the bucket. The hp's wife then soaked up the effluent from the bathroom floor up with a towel while barefoot. She picked the towel up with her hands and placed the towel and bucket in the porch. She then mixed 1/4 cup bleach with an unknown amount of water and mopped the floor while barefoot. Her hands did not come in contact with the bleach solution. She then went about her normal daily activities without washing or rinsing her feet. The following day, her feet began to itch and she noticed tiny pinhead size blisters on her feet excluding the top of her feet but including her toes and also on her hands. The pinhead size blisters turned to bigger blisters and multiplied, and she used athlete's foot spray to relieve the itching. She went to the emergency room at homestead hospital that day. A doctor at the emergency room prescribed 1% silver sulfadiazine cream and codeine #3 for the pain. She was sent home the same day. The rash continued and she went back to the emergency room on three days later, and was seen by a doctor. The doctor was suspicious that this was a fungal infection and cultured the area on her feet. The culture was negative. The hp's wife was told to continue with the 1% silver sulfadiazine cream and codeine#3 and she was sent home. On two days later, the hp's wife went to a dermatologist for a second/opinion. The dermatologist told the hp's wife that she had second degree burns and prescribed prednisone, cortisone 05 and she continued to take the codeine#3. The hp's wife re-visited the dermatologist 2 weeks later. The doctor explained that the toxins pulled from the hp's body along with the solution during dialysis might have given her the burns. On original month, during a conversation with the hp's wife, she explained that new skin would grow and the skin on her feet would feel sensitive and then the blisters would come back. The hp's wife used a total of two tubes of cortisone. She discontinued use of all medicine one week ago (approximately 9/5/08). Her feet are looking scarred and have dead skin but are no longer painful. She stated that she had never experienced this type of reaction before when coming in contact with the hp's effluent. The hp did not have any type of reaction during therapy and had no symptoms following therapy. The hp was previously using ultrabag therapy and switched to homechoice therapy on approx two and a half months prior to original date.